Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had balloon leakage after changing the catheter. Deflating the balloon becomes ineffective during a mechanical intervention at high pep (15 cmh2o), re-inflation of the balloon is ineffective. As a result of this event the significant respiratory degradation in a patient with severe ards (de-recruitment).